Manufacturer narrative:
A picture was returned showing a primary plum set inside a plastic bag. Received one used list #14687-15 primary plum set. No damage or anomalies noted. The set was attached to an ICU medical provided IV bag, primed per packaging directions, and a test infusion was performed. No restrictions in flow were noted during priming. Initially a proximal occlusion a at startup alarm was returned. The pump door was opened and closed and the test was reattempted. No cassette errors, occlusion alarms, or air in line alarms were generated and no restrictions were noted. The complaint of solution could not drip could not be confirmed or replicated. However, an occlusion alarm can be confirmed. The probable cause of the occlusion alarm is related to material variability in cassette diaphragm stiffness which could cause an increase in the frequency of proximal occlusion alarms. A lot history review could not be conducted because no lot number(s) was/were identified. D9 device returned to manufacturer on 4/15/2024.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where it was reported the solution could not drip during infusion of normal saline. There was no other physical damage noted. The set was replaced, and therapy resumed. There was patient involvement, but no patient harm in the event.

Manufacturer narrative:
The device is available for evaluation, however, has not yet been received.